Manufacturer narrative:
Insturment b: batch # d9dy4t; (damaged jaws); instrument c: (damaged jaws); evaluation summary the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and formed 7 clips has intended, however after the seventh firing it ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The analysis results found that the er420 instrument (c) was returned with the jaws over twisted. The instrument was cycled and formed 10 clips has intended, however after the tenth firing it ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. When firing the devices the clips were coming out sideways. Another device was used to complete the case. There was no consequence to the patient.